Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2005 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/21/2016. It was reported that following insertion the patient experienced incontinence and frequency.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bladder infection, dysuria, and urgency.

Event description:
It was reported that following insertion the patient experienced bladder infection, dysuria, and urgency.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent open, secondary transvaginal urethrolysis, including cystourethroscopy with complex mesh excision on (B)(6) 2016 by dr. (B)(6) due to urinary retention.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that post implantation, patient experienced pain, bleeding and urinary disturbances. (B)(4).

Manufacturer narrative:
(B)(4).